Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this lead had been messing with the device and the lead and has twiddler's syndrome; the device was in the patient's arm pit. There is no indication of intervention.